Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t assay (tnt) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was reported outside of the laboratory. The sample initially resulted as 31.34 pg/ml. A second sample collected from the patient was tested, resulting as 3.99 pg/ml. The customer then repeated both samples. The repeat result from the first sample was 5.05 pg/ml. The repeat result from the second sample was 4.91 pg/ml. No adverse events were alleged to have occurred with the patient. The tnt reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The actual reagent used at the time of the event was the elecsys troponin t hs stat assay.

Manufacturer narrative:
The first sample value of 31.34 pg/ml was accompanied by a data flag. The patient did not receive treatment and was discharged. The investigation was unable to find a definitive root cause.